Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The detachment was from the hub. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6006646 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from hub complaint investigations. 2 used sets were provided for investigation but customer returned two cut sets and damaged therefore test could not be performed, also the reference samples from the lot have been requested. The following tests were performed: reference samples tests results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. On the functional static pull tubing-tubing connector test, according to wi version 2 was performed and 10/10 samples passed the test a batch record review was conducted resulting in the following: packaging lot: the 6006646 was manufactured according to the wi version 96 manufactured in the machine multivac 10, on 12/apr/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4d01240 was manufactured according to wi version 63 manufactured in the machine sc05 and sc06, on 11-abr-2024, with a total of (B)(4) units. The lot 4c04954 was manufactured according to wi version 63 manufactured in the machine sc05 and sc06, on 10-abr-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 15-may-2025 against malfunction code tubing detached from hub and lot 6006646 and no other complaint has been registered in database for the same lot 6006646 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on returned samples the returned sample could not be tested due samples condition and on reference samples, no issue related to detachment from tubing-tubing connector, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr).